Event description:
A caller reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller through the reset process. After resetting the pump, the cgm error code did not reappear, and the caller successfully started their sensor session.